Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
As reported, the fully charged autopulse li-ion battery (sn unknown) powers off the autopulse platform. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.